Manufacturer narrative:
The suction was returned to the manufacturer for analysis. Analysis found that the suction was recognized when connected to a known good system but would not tracking. It returned red status. A check of the em interface showed that the suction had three dead coils. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the angled malleable suction was a new product but it was not recognized on the navigation system at all. The standard tip malleable suction was recognized without any issue. There was no patient associated with this issue.